Event description:
Healthcare professional reported "attempted to fill device with saline solution but device would not hold solution." The device was not implanted and surgery was completed with back up device.

Manufacturer narrative:
Device evaluation: the device related to the reported event broken device- was received on march 03, 2025, with lot number 1244759. Based on the product analysis performed, the assessments of the complaints are: ¿ broken device: not observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "attempted to fill device with saline solution but device would not hold solution." The device was not implanted and surgery was completed with back up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.